Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt lost stimulation and her ipg was unable to communicate with external devices. The sjm rep met with the pt and confirmed the issue. Surgical intervention may take place at a later date to address the issue.